Event description:
Legal claim alleges the patient is seeking compensation due to failure of his hip implant. **on (B)(4) 2011, litigation papers received which allege that the patient suffered from metallosis, inflammation, loosening of acetabular cup, excessive levels of chromium and cobalt, and pain. **update** (B)(4) 2013 (B)(4); plaintiff's preliminary disclosure form was received along with medical records, which indicate that patient was revised to address infection. The stem and sleeve are now being reported. The complaint and associated mdrs were updated. Complaint is being reopened for further investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the provided product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. The patient was reportedly implanted in (B)(6) 2006 and revised in (B)(6) 2009. It is not likely the depuy devices contributed to the patients reported infection more than three years post primary surgery. It is known the asr devices have been voluntarily recalled from the market. Based on the inability to determine root cause the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.